Manufacturer narrative:
B3. Event date was asked but is not known. D10. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6), ubd: 05-sep-2026, UDI#: (B)(4) , implanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient receiving unknown drug via an implantable pump for unknown indications. It was reported that the rep received notice from the hospital that the patient was scheduled for a pump exploration and possible revision on (B)(6)2026. Attempts were made to contact the patient but had not been successful. It was unknown whether there were any patient symptoms, contributing factors, or diagnostics/troubleshooting performed related to this event. The rep stated they would obtain information from the patient's healthcare provider (hcp). Additional information was received from a healthcare provider (hcp) via the rep. Per the patient's surgeon, the patient was referred to them by their managing hcp who had concerns for the catheter being on top of the pump, preventing safe refills. The surgeon opened the pump pocket, repositioned the catheter to behind the pump, and closed. The rep interrogated the pump afterwards and there were no issues present in the log. No further intervention took place.